Event description:
It was reported by service report that the stretcher has a broken pt right side rail. The section that is welded to the frame broke off and is causing the side rail to not lock in the upright position correctly. It is unk if there was pt involvement, however, no adverse consequences are reported.